Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed face to the left halfway between chin and lower lip - skin [skin injury]. Wound on face to the left halfway between chin and lower lip - skin [skin wound]. Brush came off the 600 pro brush handle - oral-b [device breakage]. Adult male consumer via e-mail stated that the oral-b toothbrush head came off the oral-b 600 pro toothbrush handle and he got stabbed whist cleaning. No serious injury was reported. 01-mar-2022 follow up: the consumer did not require medical attention, as the wound closed immediately. No serious injury was reported.